Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review revealed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was discovered during monthly maude review that a facility had reported the following incident: "patient was undergoing surgery, on (B)(6) 2018, for displaced fracture of lateral malleolus of left fibula. While surgeon was using a reamer to ream the fibular nail the drill bit embedded into the bone and was unrecoverable after several attempts. Surgeon left it in the bone. Patient has recovered with no long term effects noted." Maude report does not contain facility or reporter's name or contact information. No follow up possible.